Event description:
It was reported that the atrial lead had high capture threshold and was not sensing. The patient also felt muscle stimulation in the middle of the chest when the lead paced. The lead had pulled back and was out of slack but had not dislodged. It was noted that the patient has a small pleural effusion but it was not clear if the effusion was from the lead or not. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 implantable pulse generator (ipg) 2014 (B)(6). (B)(4).